Event description:
Additional information was received that lead damage occurred when it was removed from the existing device. At that time the terminal pin became separated from the lead itself. The physician opted to maintain the use of the lead despite the suboptimal measurements and will continue to monitor the patient.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for low out of range pacing impedance measurements of less than 200 ohms for the right atrial (ra) lead. Further review also found oversensing of noise leading to inappropriately stored atrial tachy response (atr) episodes since the lead was programmed to unipolar configuration. It was noted that during the routine device replacement procedure the previous day, the physician damaged the ra lead when disconnecting it from the previous pacemaker. The physician opted to continue to use the lead and inserted it into the atrial port on the new pacemaker. It was unknown the extent of the damage to the lead, but the impedance in the device change out procedure was 202 ohms. The clinician stated she would discuss options with the physician. The field representative is attempting to obtain further information.